Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the actual rate of gas flow was only 85% compared to the rate displayed on central control monitor (ccm). The gas flow meter was repaired.

Event description:
It was reported that during routine testing of the device, the electronic patient gas system (epgs) had an inaccurate gas flow reading. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed inconsistent flows during fraction of inspired oxygen (fio2) release testing in ambient temperature. It was determined that the flowmeter and oxygen (o2) sensor needed to be replaced. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per supplier evaluation for the flow meter, it was determined upon further testing that the flowmeter was not the issue with the electronic patient gas system (epgs). Flow readings were consistent with each other and there was no sign that the flow was reading incorrectly. The oxygen (o2) sensor was expired and therefore was not sent to the supplier for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.